Event description:
The company representative reported that the balloon ruptured. It was also indicated that the machine alarmed blood in the tube and the team had to give 2 units of fresh frozen plasma and then remove balloon. The patient died 6 hours later but deemed it was due to septic shock and not caused by iab rupture. Refer to the manufacturer report number 2248146-2015-00025 for the balloon complaint involved.

Manufacturer narrative:
The company service representative did not observe any signs of blood in the system. There was no blood detected error message. The company representative has not replaced any parts. The iabp was tested to factory specification. There was no problem found, and the machine functioned within the manufacturer's specifications. The device history record (DHR) for the iabp involved in the event was reviewed and there were no non-conformances in the DHR related to the reported event. No failure evaluation sheet (fes) is required since there is no part to return for evaluation. The complaint has been resolved. (B)(4).